Event description:
It was reported that the customer had issues deflating a foley catheter. It was noted that the given lot# was ngkr1790. Per additional information received from customer response via email on 01oct2025. It was reported that no sample will be returned. The foley was in the patient and was attempting to be removed at the time of finding. No patient harm or impact was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it states, to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate to deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed, if this fails contact adequately trained professional for assistance, as directed by hospital protocol. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had issues deflating a foley catheter. It was noted that the given lot# was ngkr1790.